Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT revealed that the stent graft has migrated 8-10 mm below the lowest renal artery as well as a type iii endoleak, separation in the right iliac. The aneurysm is currently 52 mm in diameter. The patient will be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results are: review of CT¿s 9+ years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the lowest right renal artery. The flow lumen diameter just below the renals was 20mm, and the stent graft proximal od measured 29mm. No proximal type I endoleak was observed. The bifurcate aortic body and limbs were essentially straight. The contra limb was positioned on the left side and was extended into the proximal lcia with a flared limb. The ipsi limb on the right side was extended into the distal rcia with a flared limb. The maximum diameter aaa measured 5cm and contrast was seen outside the stent graft within the distal sac from a likely type iii junctional endoleak. There appears to be component separation between the right/ipsi limb and right limb extension. The distal od of the ipsi limb measured 17mm and the proximal od of the detached right limb extension measured 24mm. There is little angulation seen between the two limbs and the iliac arteries are non-tortuous. The stent graft is patent and distal to the limbs no thrombus was observed. No other stent graft issues were seen. The cause of the component separation could not be determined from the films provided; the films did not reveal any characteristics that could explain the observed detachment. The anatomy at implant and earlier post-implant films were not available for review and comparison, and the initial amount of component overlap is also unknown. The cause of the reported bifurcate migration could not be determined, and the original implanted position of the bifurcate is also unknown. This may be due to disease progression; neck dilatation and/or morphology changes.

Event description:
Additional information was received. An intervention was performed and two endurant ii iliac limb extensions were implanted resolving the type iii separation. In addition, aptus endoanchors were implanted in the existing aneurx graft resolving the type ia endoleak. The physician determined the cause of the event was due to inappropriate sized stent grafts implanted initially causing a limb separation and type iii endoleak.